Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: unknown); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, the patient became unstable while a replacement valve was awaited. The initial valve was loaded and screened, with approximately three nodes of crowding noted. Despite a recommendation to use a new kit, the physician instructed the loader to re-load the same valve, which was then deployed in the loading bath, re-expanded, and reloaded. While this was occurring, a balloon valvuloplasty was performed and the patient became unstable. After reloading, the valve was screened again and appeared unchanged, but was accepted by the physician. An attempt to thread the delivery system over the left ventricular lead wire resulted in the device getting stuck after about an inch, and the valve was subsequently scrapped. A new kit was then used and deployed successfully. Investigation of the scrapped device revealed a kink in the inner member wire inside the capsule, and the "hypotube" of the valve was found to be kinked or partially damaged, which prevented loading the capsule onto the working wire and inserting the valve into the body. The physician commented that the situation almost resulted in a serious adverse outcome due to the patient's instability. The valve was screened twice during the procedure. The discarded valve device was never implanted.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, the patient became unstable while a replacement valve was awaited. The initial valve was loaded and screened, with approximately three nodes of crowding noted. Despite a recommendation to use a new kit, the physician instructed the loader to re-load the same valve, which was then deployed in the loading bath, re-expanded, and reloaded. While this was occurring, a balloon valvuloplasty was performed and the patient became unstable. After reloading, the valve was screened again and appeared unchanged, but was accepted by the physician. An attempt to thread the delivery system over the left ventricular lead wire resulted in the device getting stuck after about an inch, and the valve was subsequently scrapped. A new kit was then used and deployed successfully. Investigation of the scrapped device revealed a kink in the inner member wire inside the capsule, and the "hypotube" of the valve was found to be kinked or partially damaged, which prevented loading the capsule onto the working wire and inserting the valve into the body. The physician commented that the situation almost resulted in a serious adverse outcome due to the patient's instability. The valve was screened twice during the procedure. The discarded valve device was never implanted. Additional information was received to report the valve was loaded by an experienced valve loader. Per the physician, the first valve load showed crowding of the valve frame "around [node] 4" and indicated it may have been considered a good load; however, the physician did not want to open a second valve and asked for the first valve to be re-loaded. The "hypotube" referred to the catheter shaft of the delivery catheter system (dcs). The stylet was in-situ during the first load; however, it was unknown if the stylet was replaced during the re-loading of the first valve. It was unclear when the catheter shaft damage occurred, but it was suspected the reason for damage to this part of the dcs occurred during re-loading of the valve without the stylet in place. The catheter shaft became kinked and the dcs could not advance over the non-medtronic (safari) guidewire, nor could the stylet be re-inserted after re-load ing. The patient was unstable following the pre-implant balloon dilation and the valve needed to be implanted quickly. The inability to advance the dcs over the non-medtronic (safari) guidewire caused a delay. The second valve was loaded onto a second dcs and succ essfully implanted. The patient recovered and was discharged to home.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device h4. Device mfg date h6. Additional codes. Corrected data: d3. Suspect medical device MFR name; street; MFR city; country code product analysis image review: procedural images, including two static images of the valve load fluoroscopic inspection were submitted to medtronic for review. Imaging showed a misload was present with a valve frame overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the device instructions for use, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, it was reported the same valve and same delivery catheter system (dcs) were re-loaded. After reloading the valve, the fluoroscopic inspection revealed an overlap to node 3 and an overdriven capsule which would be considered improperly loaded. It was reported the dcs got stuck while advancing it over the wire and was subsequently scrapped and a new system was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 - fdm/annex b code corrected from b17 to b18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.